Manufacturer narrative:
(B)(4). Date sent: 2/26/2024. D4: batch # 362c54 and 289c84. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was received with the halves mixed, the firing knob was broken off. No returned and and no reload present. Further analysis shows that the anvil was detached and not returned for analysis. The anvil posts appear to be damaged as if the anvil was tearing off the device. In addition, the anvil locks were noted slight damaged and the channel shroud cracked was found near the batch area. No functional test could be performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the condition of the device returned, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The damage on the channel shroud is consistent when the closing latch is opened beyond its stop position. Regarding to knob damaged, the exact nature of the pressure apply to the device could not be determined possible causes are if enough force is applied to the knob, the device could be damaged. Also, if the closing latch and the knob are press against each other when the latch is been close damage to the knob could occur. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch numbers 362c54 & 289c84, and no non-conformances were identified. Channel: 289c84. Anvil: 362c54. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure the firing knob broken down during the firing of reloads. No patient consequence reported.